Manufacturer narrative:
H10: the actual device was not available. However, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed, there was no evidence shown in the photos of the reported condition, due to receiving only photos for analysis and not the actual sample. There was not enough information for the analysis to neither refute nor confirm the reported problem. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultra set capd disposable disconnect y-set was leaking from the drain bag tubing area. The leak was observed during draining for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.